Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of an incomplete prime. This report was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The report of air is an allegation against the cassette; however, since the product code is unknown, there will not be a 510k number provided. An engineering quality review was completed for this report of a priming issue. The reported condition was not confirmed in the lab due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A caregiver (cg) contacted baxter after hours to report air in the patient line at connect yourself .the cg confirmed the patient was not connected to the machine. The technical service representative (tsr) assisted the cg to reprime the patient line. The cg stated the patient line was not priming completely and there were big air bubbles. The tsr assisted with further troubleshooting. The cg stated that some solution came out of the patient line, but there still were big air bubbles. The tsr then advised to start over with all new supplies. The tsr further recommended that the cg contact the renal nurse after the call regarding missed therapy. There was no injury or medical intervention.